Event description:
It was reported that during the processing of cord blood for eventual frozen storage, the technician discovered a one inch slit in the left seam of the 200 ml transfer bag component of the device, after centrifugation. It was noted that the recommended overwrap bags were in use. It was not made clear whether the cord blood product was salvaged. No clinical sequelae were reported.

Manufacturer narrative:
The returned device was evaluated in the firm's engineering department, which confirmed a disrupted seal about 1 inch long, located one-quarter of the way up the left-hand side of the transfer bag (with the label facing up). We contacted the user, but were unsuccessful in obtaining information about the conditions under which the device was used.microscopic examination of the seam weld under a stereo microscope did not disclose any anomalies with the seal itself; that is the area where the disruption occurred was no different from the areas which stayed intact. Under the microscope, the material appears torn in the area of disruption as if it were pulled apart. This appearance had been observed earlier, prior to a of liner bag accessory to prevent the interaction of the transfer bag and the plastic centrifuge insert or cup that could allow stress to build at the bottom weld if one side of the blood bag adhered to the holder and the other side slipped. In addition, there were 3 vertical tears with the most prominent one in the center. This pattern is very similar to those we have seen in the horizontal direction during earlier centrifugation testing where the force was exerted in the vertical direction. In this case it suggests that the transfer bag may have experienced a side-to-side shearing force during the spin, with one bag face slipping, but the other holding fast.it is unclear whether the liner bag accessory was used, or used properly in this event. Efforts to gain more detailed knowledge of the use conditions were unsuccessful.summary:the user report was confirmed. The cause of the damage to the device appears to be shear forces developed during centrifugation. This type of damage had been mitigated with the introduction of an accessory. The root cause of the damage in this case remains indeterminate. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
The returned device was evaluated in the firm's engineering department, which confirmed a disrupted seal about 1 inch long, located one-quarter of the way up the left-hand side of the transfer bag (with the label facing up). We contacted the user, but were unsuccessful in obtaining information about the conditions under which the device was used.microscopic examination of the seam weld under a stereo microscope did not disclose any anomalies with the seal itself; that is the area where the disruption occurred was no different from the areas which stayed intact. Under the microscope, the material appeared torn in the area of disruption as if it was pulled apart. This appearance had been observed earlier, prior to a of liner bag accessory to prevent the interaction of the transfer bag and the plastic centrifuge insert or cup that could allow stress to build at the bottom weld if one side of the blood bag adhered to the holder and the other side slipped. In addition, there were 3 vertical tears on the lateral label of the bag with the most prominent one in the center. This pattern is very similar to those seen in the horizontal direction during earlier centrifugation testing where the force was exerted in the vertical direction. In this case it suggests that the transfer bag may have experienced a side-to-side shearing force during the spin, with one bag face slipping, but the other holding fast.it is unclear whether the liner bag accessory was used, or used properly in this event. Efforts to gain more detailed knowledge of the use conditions were unsuccessful.summary:the user report was confirmed. The cause of the damage to the device appears to be shear forces developed during centrifugation. This type of damage had been mitigated with the introduction of an accessory. The root cause of the damage in this case remains indeterminate. Unless substantially significant information becomes available, this constitutes a final report.